Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported experiencing low blood glucose levels all week. The customer felt that the insulin pump was delivering too much insulin. The customer also stated that the insulin pump has not passed the self test in the past few days. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.